Manufacturer narrative:
(B)(4). Batch # n56002. The analysis results found that the ats45 device was received with no apparent damage and with a cartridge reload loaded on the device, the reload was fully fired and the lockout normal. In addition, received cartridge b fully fired, lockout normal. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The cartridge was taken off of the device and placed back on and it click into place. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed.

Event description:
It was reported that during a laparoscopic appendectomy procedure the device cut and partially stapled on the second firing with a white reload. Specifics on the type of staple line issues were unknown. The customer used a harmonic device to control the bleeding and complete the procedure. There was no significant blood loss noted and no blood transfusion was required. There were no patient consequences reported.